Event description:
An implant card was received indicating that the patient underwent lead replacement for "controle lead". It was reported that the patient was experiencing spastic movements of the left arm. No high impedance was observed and x-rays were within normal limits. It was reported that the lead replacement was requested by the patient and that no issues were observed on the lead. Attempts to obtain additional information have been unsuccessful to date.